Event description:
The iab was inserted into the patient on 08/17/97. On 08/21/97 after iabp for four days, the iab leaked. Blood was noted in the balloon. (Event complications: unknown-reported 08/29/97.) (Pt's current status: unk-rpt'd 08/29/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.